Manufacturer narrative:
Results: the stretch resistance wire (sr wire) was fractured and offset coil winds were present throughout the length of the embolization coil. The proximal constraint sphere was not present on the proximal end of the embolization coil. Conclusions: evaluation of the returned podj revealed a sr wire fracture. If the device is forcefully retracted against resistance, damage such as a sr wire fracture may occur. If this occurs, the embolization coil will detach from the pusher assembly. The podj pusher assembly and the lantern identified in the complaint were not returned for evaluation; therefore, the root cause of the resistance could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using a pod packing coil (podj) and a lantern delivery microcatheter (lantern). It was reported that the patient anatomy was tortuous. During the procedure, the physician advanced a podj into the target vessel using the lantern and needed to reposition the podj. While repositioning the podj, it unintentionally detached inside the lantern; therefore, the lantern containing the detached podj was removed and the podj was flushed out. The procedure was completed using a new podj and the same lantern. There was no report of an adverse effect to the patient.